Event description:
It was reported that during a laparoscopic colorectal procedure, the device was used for the working port. Very severe co2 gas leak occurred. The seal was not strong enough. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? No. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? No, but it bothered surgeon with narrow space. What was the gas consumption rate or volume (liter/minute)? The valley was shrink. The level couldn¿t check, I wasn¿t there. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? Yes if so, what device? 5mm instrument(bovie, suction irrigator). Was any torque being applied to the trocar or device? No. The analysis results found that the devices (a, b, d) were returned for analysis. Upon evaluation of each device, the duckbill was found to be slightly open at the slit. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the devices. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device (c) was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review. Device c additional information: batch # h91n47; expiration date: 06/2016; manufacturing date: 07/2011.